Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the electrode lead has pierced the wall of the ear canal. The device was explanted on (B)(6) 2025 and the user was re-implanted on (B)(6) 2026.